Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "does not blame this product" (no information). An ophthalmic surgeon reported that eight procedures were performed on (B) (6) 2010 and one patient developed endophthalmitis. The patient presented with pain, corneal salts in membrane, and a hazy and swollen cornea. The patient was seen by a retinal specialist where cultures were taken and a vitreal tap was performed. Culture results were negative with white blood cells present. The ophthalmologist thinks the patient could be having a toxic reaction, but he does not know what is causing the reaction. He states the patient continues to experience pain and her vision is "bad". In a follow-up, the surgeon reported the patient's vision continues to worsen. He also states the patient has a lot of corneal folds. The surgeon reported, he does not blame this product; however, he does not know what caused the event. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Device history records could not be reviewed. Additional information was requested on 02/25/2010, 02/26/2010, 03/01/2010 and 03/02/2010 by phone, fax and mail. Additional information was received; however, a completed questionnaire has not been returned. (B) (6)